Event description:
During a hip procedure on (B) (6) 2010, the surgeon had impacted an acetabular cup and was trying to turn the knob to disengage the cup, but the knob would not turn. The surgeon used pliers to turn the knob, but this caused the knob to fracture. The cup would not detach from the inserter, and a different inserter and cup had to be utilized to complete the procedure. There was no significant delay to the procedure or injury to the patient as a result.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Visual examination performed by engineer found threads of the cup shell and inserter appeared to be cross threaded. However, components could not be disassembled to confirm this condition. Cross threading of the components would require a large amount of torque to separate the threads and the gears of the inserter were not designed to withstand the loads.